Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. The insulin pump passed displacement and basic occlusion test. No motor error alarms noted during testing. Light corrosion noted on motor home switch. The insulin pump had cracked reservoir tube lip and scratched display window noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 302 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.